Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent sacrohysteropexy in 2010 and mesh was implanted. The patient experienced mesh erosion into the vagina. The patient underwent mesh excision on (B)(6)2017. Additional information will be requested.